Event description:
The affiliate reported a customer who stated that an employee received a "burn" on their left index and middle fingers from handling a cassette that was ejected from the unit. The healthcare worker reported pain and white discoloration at the contact site. The healthcare worker rinsed the contact site under running water and did not see a doctor or receive treatment. The field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other, skin contact with hydrogen peroxide. Capital equipment, fse went to the facility. The fse checked the cassette and did not find a problem. He also found the unit working to specifications.